Event description:
It was reported that during a procedure using a procise ez view wand, when doing the adenodetomy portion of the procedure the surgeon alleged that there was a lot of bleeding that could not be coagulated with the wand. The procedure had to be completed using an alternate technique with a competitive device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complaint was verified and the root cause of the complaint seems to be the end of useful life for the returned device, as the disintegration of the electrodes will decrease the functionality of the device. The reported failure is consistent with normal wear of the electrodes and is dependent on factors that can accelerate the wear of electrodes such as: the angle the device was handled during the procedure; using set points higher than the default settings or using the wand for an extended period of time. The instruction for use contains instructions on obtaining the maximum effect using lowest power settings and continuous motion. There are no indications during manufacturing record review that would suggest the wand did not meet product specifications upon release into distribution.